Event description:
Two different pts. First incident: false low blood glucose reading. Pt said possible diabetes complications and worsened; thought his sugar was at proper level but was not. Second incident: (different pt) false low blood glucose reading.